Event description:
It is reported that the patient received an implant and began experiencing an infection approximately two weeks post-op. It is further reported that the patient had a triple phase whole body bone scan that indicated possible tibial component loosening. Subsequently, patient discovered he may have a metal allergy.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The patient reportedly had a triple phase whole body bone scan that indicated possible tibial component loosening. However, the bone scan was not provided, and no evidence of tibial component loosening has been identified. The patient also indicated that, after implantation, he discovered he may have an allergy to cobalt, chromium or nickel. The patient's alleged allergy cannot be confirmed as no evidence of an allergic condition has been provided. A definitive root cause cannot be determined with the information provided. Metal sensitivity is listed under potential adverse effects associated with total knee arthroplasty in the package insert shipped with both the tibial and femoral components. The device history records have been reviewed, and it appears that the lots in question were produced, inspected, and packaged within established and validated process parameters.